Event description:
It was reported that that patient received inappropriate hv therapy for an svt. Programming changes were discussed. There were no patient consequences reported and monitoring will continue.